Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was in a car accident and since then she was not getting help from therapy and liked to have reprogramming. The patient¿s healthcare provider (hcp) office told her to contact a manufacturing representative (rep). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.